Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 124 mg/dl and 291 mg/dl, 120 mg/dl and 291 mg/dl, 91 mg/ld and 276 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.